Manufacturer narrative:
The t:slim g4 user guide states: check the luer-lock connection between your cartridge tubing and infusion set tubing daily to ensure it is tight and secure. Leaks around the luer-lock connection can result in under delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer did not adequately tighten the cartridge luer lock connection. Subsequently, the infusion set tubing became disconnected from the cartridge patient line. The customer's blood glucose (bg) level was impacted (290 mg/dl). During troubleshooting with tandem technical support, the customer was instructed to reconnect the luer lock connection. The customer was able to deliver a correction bolus using the pump.